Event description:
The customer reported that the unit failed to charge for defibrillation. There was no adverse pt impact.

Manufacturer narrative:
The unit was evaluated at philips, and the failure was verified. Repairing the therapy pca resolved the reported failure.